Manufacturer narrative:
Explanted components are not available to be returned to manufacturer for identification and analysis and product information is unknown, therefore no review of manufacturing records can be performed for current case. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to loosening of left shoulder prosthetic components. Patient complained of discomfort and pain with reverse total shoulder arthroplasty consisting of lima glenoid baseplate and glenosphere and exactech humeral components. On x-ray, patient was observed to have a loose baseplate. Surgeon decided to revise the patient to hemiarthroplasty, but no information regarding the newly implanted components, if any, was provided. Explanted glenoid and baseplate were not available for return. Previous surgery date is unknown, as well as patient information. The event occurred in the united states.